Manufacturer narrative:
The device was manufactured between 15mar2018 and 16mar2018. Correction/removal report number: 3010291427-09/12/2018-001-r. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified quantity of 3000ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bags leaked from an unspecified location. The leak was discovered during filling. There was no patient involvement. No additional information is available.